Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this cardiac resynchronization therapy defibrillator (crt-d) reported symptom of fainting spells and would like to know if it was recorded on the latitude system. The company representative advised patient to consult with the physician and explained that only transmission of the device information was covered and that his physician will received the data. The defibrillator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
This product was subsequently explanted for normal battery depletion and was returned for routine analysis. No adverse patient effects were reported.